Event description:
Imed is pursuing a process change in the elastomer & silicone diaphragms from a compression mold to a liquid injections mold. This process change should enhance the performance pressure & also increase the tear resistance of the diaphragms.